Event description:
The customer obtained one discordant falsely depressed enzymatic creatinine_2 (ecre_2) result for one patient sample on an atellica ch 930 analyzer. The result was reported and questioned by the physician(s). The same sample and analyzer were used to perform repeat testing. The repeat result was higher and considered correct. The customer issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). The customer informed no quality control (qc) issue or malfunction with the atellica ch 930 analyzer. The customer noted that the event is a singular occurrence, and the expected result was obtained after repeated testing. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial mdr2432235-2022-00104 on 11-apr-2022. Additional information (03-may-2022): siemens reviewed the information provided and noted no indication of reagent delivery or foaming issue. Quality control (qc) was in range, and no issues were noted with other patient samples. The instrument and reagents were performing acceptably. The potential cause of a falsely depressed enzymatic creatinine_2 (ecre_2) result for one patient sample is unknown, and siemens cannot rule out sample-specific issues as a potential contributing factor. Pre-analytical variables could affect the quality of the sample, and deviation from recommended best practices can impact results. The atellica ch 930 analyzer operates as specified and requires no further evaluation. Siemens updated section h6 (investigation findings and investigation conclusions) to include new codes.